Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula and dislodgement or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 302 mg/dl while wearing the pod between 36 and 48 hours. Patient discovered that the pod was leaking and the needle did not move forward when the pod was activated, when removed from the infusion site (hip/buttocks), upon removal the cannula was found dislodged and bent. As treatment, a bolus attempt was made. The patient's blood glucose, and insulin history are as follows: time bg(mg/dl) 4:38 pm 88, 5:19 pm 216, 9:17am 302, 5:24 am 275, 10:20 am 184, 1:17 am 206, 8:28am 164, 4:22am 259, 8:17 am 201.